Event description:
It was reported that this left ventricular (lv) lead has exhibited a gradual increase in pace impedance measurements since implant and eventually triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement greater than 2,000 ohms. Right ventricular (rv) lead measurements showed low out-of-range intrinsic amplitudes as low as 1.5mv, but r-waves were later observed to be greater than 11 mv after programming to unipolar sensing. All other lead measurements were in range. The lv and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.